Event description:
Pt was implanted with tfn nail on (B)(6) 2012. During pt f/u visit, pt complained of pain in the left hip. X-rays taken revealed the tfn lag screw had migrated through the femoral head. Pt was returned to the operating room on (B)(6) 2012, for removal of all hardware and was revised to hemiarthroplasty. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of synthes device history records for mfg revealed no complaint related issues.